Event description:
A pump declared alarm 20 during pumping, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to load a new cartridge following the correct technique and was able to successfully resume insulin therapy. There was no previous report of similar cartridge alarms with this pump.